Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the telescope exhibited a damaged eyepiece. There were no reports of patient involvement.

Manufacturer narrative:
The medical device problem code has been corrected from break to detachment of device or device component. This report is being supplemented to provide additional information based on the device approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the eyepiece part was detached due to improper handling and application of excessive force which impacted the scope. In addition, three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. We could not surmise a definitive cause of the phenomenon since the device was not returned to quality assurance. Therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.